Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, he patient developed infection symptoms, which included swelling beneath the sensor patch. On (B)(6) 2025, the patient consulted a physician who assessed the area, noted signs of infection, and recommended sensor removal. However, before the removal could take place, the sensor detached itself due to fluid discharge saturation. During the visit, no laboratory tests or treatments were performed, and the patient received a prescription for a seven-day course of oral antibiotics (doxycycline 100 mg, two capsules daily) along with an antihistamine (famotidine 20 mg tablets twice daily as needed) and over the counter flonase spray. At the time of the report, the patient stated that the site had already healed. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.